Manufacturer narrative:
(B)(4) was not returned for evaluation. Review of the manufacturing records confirmed that the associated driveline met all requirements prior to release. Log file analysis revealed normal pump parameters and no alarms recorded that could be related to the reported event. On-site inspection revealed that the previous driveline sheath repair was torn, thus confirming the reported event. A driveline sheath repair was performed to mitigate the reported conditions. There is no evidence to suggest a device malfunction caused or contributed to the reported event. Based on the available information, the most likely root cause of the driveline sheath repair damage may be attributed to normal wear over time. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) provides driveline care instructions to the clinician for inspecting the driveline for damage to the polyurethane outer tubing (outer sheath). The IFU and patient manual provide general care instructions on cleaning of the driveline, preventing damage to the polyurethane outer tubing (strain relief recessed out of connector). Prevention of damage and inspection of driveline information is also covered during patient and medical personnel training. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that there was a torn old sleeve repair over the whole driveline. It was documented in the service report that on (B)(6) 2017 a complete repair of the old torn driveline sleeve was done. It was stated that the procedure was done as outpatient and no prep was needed to accomplish the repair. It was further stated that there were no pump stops associated with the repair and procedure was performed and there was no effect on patient. No additional information available.